Event description:
Manufacturer rec'd study article noting that 41.4% of 116 pts (48 pts) treated at two specific medical centers did not receive efficacy from the vns therapy system. Diagnostic results are not available for any of these pts' pulse generators, thus device malfunctions cannot be ruled out. This medwatch represents one pt out of that 48.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury. Article citation: "efficacy of vagus nerve stimulation for refractory epilepsy: a re-analysis using the engel classification"; wheeler, marcus, et al. 2007.